Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient's father inserted the sensor on patient arm. Patient's father used acetaminophen, which is against user guide recommendations. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 confirming the reported event of inaccurate readings. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). It is also reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4) subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number stk-kx-blu/;serial number (B)(4)/lot number 5167426), being used with the complaint sensor, was returned on 06/12/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A definitive root cause could not be determined.